Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the representative was at a post-op appointment with the patient and prior to the appointment stimulation had not been turned on. They programmed the ins with the clinician programmer and then connected with the patient's controller. The ins was 30% charged. When they tried to start a charging session, the recharger wouldn't connect to the ins. There was some swelling and bruises in the pocket area. The patient also had their staples removed at the post-op appointment. The representative indicated that after they attempted to connect to the ins with the recharger, then the clinician programmer would not connect to the ins. They replaced the batteries in the clinician programmer and tried several times to connect, but the tablet would not connect to the ins. The representative palpated the pocket location and could feel the top of the ins, but not the entire ins. The representative suggested that the patient wait a couple days and attempt to charge the ins again. The patient left the appointment and tried to connect to the ins to recharge and they were seeing the "poor recharge quality" message and "no device found." The issue was not resolved through troubleshooting. The representative planned on following up with the patient. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the connection/charging issue was determined to be the battery was sitting in a horizontal position. An x-ray showed the bottom of the battery is very deep. The patient is scheduled for pocket revision on (B)(6) 2021.